Event description:
It was reported that the patient was experiencing pain while using the bone healing system (bhs). The patient says that she wears the device over her medical boot. The patient stated that she treats with the device every other day. The patient says that the pain started 2 hours into treating with the bhs. The patient rated the pain as a 6 on a scale of 1 to 10, with 10 being the highest. The patient described the pain as hot and painful to the touch. Once the patient experienced the pain, she took the device off and has not used it since. The pain subsided when the patient removed the bhs. The patient scheduled a follow up appointment with her physician. It was later reported that the physician advised the patient to discontinue using the bhs. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: medical boot. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the bone healing system (bhs). The patient says that she wears the device over her medical boot. The patient stated that she treats with the device every other day. The patient says that the pain started 2 hours into treating with the bhs. The patient rated the pain as a 6 on a scale of 1 to 10, with 10 being the highest. The patient described the pain as hot and painful to the touch. Once the patient experienced the pain, she took the device off and has not used it since. The pain subsided when the patient removed the bhs. The patient scheduled a follow up appointment with her physician. It was later reported that the physician advised the patient to discontinue using the bhs. It was reported that no further information is available.